Event description:
It was reported by the customer stating that the shielding is coming off of the cables of holster. There was no pt consequence reported. Case was completed during the holster.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint they added heat shrink to be green and blue cables. The analysis site also replaced the translational cable due to the unit displayed green cable errors. The site also replaced the rotation knob, the transmission clamp button and transmission clamp top due to they were cracked, and the e-clip was replaced due to it was damaged during disassembly. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.